Event description:
It was reported that the pump was not recording boluses in the history. A family member said she noticed the problem about one week ago. During the contact, the family member reported that she programmed and delivered an air bolus of 2 units; she observed insulin coming out of the tubing. She stated that she then checked the bolus history that indicated that the last bolus was delivered at 11:39am. The family member reported that she delivered two boluses in addition to the air bolus since that time. She denied blood glucose excursions.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.